Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was tested on an in-house system. The bipolar and monopolar firing issues were not confirmed and not replicated. However, multiple errors were identified in the system logs. C-00, m-0b and m-32 errors were related to activation issues. The iesu had no significant scratches or dents. The front bezel was not cracked.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the field evaluation, the integrated electrosurgical unit (iesu) was confirmed defective. After replacement, the da vinci system was recalibrated, tested, operated without error and verified as ready for use. Isi has not received the replaced iesu involved with the alleged issue to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar energy was unable to be activated using the integrated electrosurgical unit (iesu). The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The iesu was restarted, the monopolar cautery cable was replaced and the customer also tried the second monopolar port without improvement. The tse checked the system logs and found nothing relevant. The tse asked the customer if they replaced the cautery cable with a new brand and if the monopolar instrument was replaced, but the customer was not able to provide any additional details related to the event. The site continued with an external force triad generator for monopolar energy activation. The procedure was completing as planned with no reported injury.